Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer placed a small bowel capsule inside the patient using an endoscope. The capsule did not pair with the recorder and the customer placed a second capsule before allowing the first capsule to clear the patients body. Technical support explained to the customer that both capsules need to clear before a procedure could be continued.